Event description:
It has been reported that during a bph surgical procedure at 90,065 joules and 14:04 minutes of usage "fiber tip broke." Fiber tip detached inside the patient and was retrieved&#56224; the fiber was exchanged and the case was completed. Patient outcome: "no injury" to patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits a drilled through condition; the fiber within the glass cap is blackened along 2 cm from the distal tip; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the fiber is bent at the uv glue zone at the attachment of the glass cap to the fiber; the heat shrink tubing shows evidence of melting; the glass cap exhibits mild charred detritus adhesion. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.